Event description:
Related to 708980. The hospital reported that the hst iii system (4.3mm) umbrella didn't go back and it got stuck. No delamination/cracking of the seal noted before or during loading of the hs iii seal. The seal did not folded completely by pushing both with nr.1 marked pushbuttons. It could not be loaded properly. A new device was used. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise (B)(4). Updated section: b4, b5, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 12/07/2022. An investigation was conducted on 12/14/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal was observed to be an opened state, however the tension spring assembly was not loaded correctly in the delivery device. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results and the reported failure "fitting problem" was confirmed. The lot # 3000253412 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that the hst iii system (4.3mm) umbrella didn't go back and it got stuck. Pressing the two snaps marked no.1 did not fully fold the seal. It could not be loaded properly. No delamination/ cracking of the seal noted before or during loading of the hs iii seal. A new device was used. No procedural delay. There was no harm to the patient.